Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost weight and the ipg was subsequently causing her discomfort. Surgical intervention was undertaken and the pt's model 3716 ipg was explanted and replaced with a model 3788 ipg.